Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited no capture. When attempting to reprogram the settings the patient experienced diaphragmatic stimulation. The lead was programmed off. It was also noted that the right ventricular lead had lost complete slack and exhibited increased capture thresholds and poor sensing. On (B)(6) 2018, the right ventricular lead was repositioned and the left ventricular lead was explanted and replaced. The patient tolerated the procedure well with no complications.